Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to unspecified reason. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan result on the adc device in comparison to unspecified reading on a competitor brand meter. The customer did not notice a trend arrow on the device. The customer collapsed after being outside for about 30 minutes and was taken to a hospital by an ambulance. A night before, the adc sensor displayed 358 mg/dl, compared to blood glucose reading of 398 mg/dl. Another glucose readings of 76 mg/dl and 67 mg/dl was obtained on a hospital sensor. Another scan of 238 mg/dl on the adc device was compared to a glucose reading of 107 mg/dl from a laboratory test. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 4 days. At the hospital, they gave orange juice and glucose intravenously to the customer as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.